Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pain :pelvic area / chronic') and blindness ('vision loss') in a 32-year-old female patient who had essure (batch no. 17897- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included abdominal pain, hyperthyroidism, morbid obesity, pelvic discomfort, pelvic pain, vision blurred, dizziness, vaginal bleeding, abnormal uterine bleeding, hypertension, hypersensitivity nos, osteoarthritis, degenerative joint disease, cholecystectomy and paratubal cyst. She denies history of sexually transmitted infections. Previously administered products included for an unreported indication: dmpa, provera, ranitidine, pravastatin and hctz. Concurrent conditions included high cholesterol since 2017, blood pressure high since 2014 and thyroid disorder since 2002. Concomitant products included hydrochlorothiazide since 2014, levothyroxine sodium (synthroid) since 2002 and pravastatin sodium (pravatin) since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain: lower abdominal"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). In 2017, the patient experienced vision blurred ("blurry"). In 2018, the patient experienced skin exfoliation ("skin peeling around the bottom of stomach and pelvic area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and hypersensitivity ("allergy nos"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, blindness, weight increased, vision blurred, female sexual dysfunction, psychological trauma and vaginal discharge outcome was unknown, the pelvic pain, heavy menstrual bleeding, alopecia, dysmenorrhoea, abdominal pain, back pain, fatigue, gastrointestinal disorder, headache and hypersensitivity had resolved and the abdominal pain lower, dyspareunia, vaginal haemorrhage and skin exfoliation was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, blindness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, heavy menstrual bleeding, hypersensitivity, pelvic pain, psychological trauma, skin exfoliation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2012(as per pif),essure (placed 2013 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.379 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received: reporter, medical history, historical drug and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('pain :pelvic area / chronic') in a 32-year-old female patient who had essure (batch no. 17897- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included abdominal pain, hyperthyroidism, morbid obesity, pelvic discomfort, pelvic pain, vision blurred, dizziness, vaginal bleeding, abnormal uterine bleeding, hypertension, hypersensitivity nos, osteoarthritis, degenerative joint disease, cholecystectomy and paratubal cyst. She denies history of sexually transmitted infections. Previously administered products included for an unreported indication: dmpa, provera, ranitidine, pravastatin and hctz. Concurrent conditions included high cholesterol since 2017, blood pressure high since 2014 and thyroid disorder since 2002. Concomitant products included hydrochlorothiazide since 2014, levothyroxine sodium (synthroid) since 2002 and pravastatin sodium (pravatin) since 2017. On (B)(6) 2012, the patient had essure inserted. In february 2013, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain: lower abdominal"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). In 2017, the patient experienced vision blurred ("blurry"). In 2018, the patient experienced skin exfoliation ("skin peeling around the bottom of stomach and pelvic area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), blindness ("vision loss"), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and hypersensitivity ("allergy nos"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, blindness, weight increased, vision blurred, female sexual dysfunction, psychological trauma and vaginal discharge outcome was unknown, the pelvic pain, heavy menstrual bleeding, alopecia, dysmenorrhoea, abdominal pain, back pain, fatigue, gastrointestinal disorder, headache and hypersensitivity had resolved and the abdominal pain lower, dyspareunia, vaginal haemorrhage and skin exfoliation was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, blindness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, heavy menstrual bleeding, hypersensitivity, pelvic pain, psychological trauma, skin exfoliation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2012(as per pif),essure (placed 2013 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.379 kgs. The reported lot number 17897- is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc(product technical complaint) we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') and blindness ('vision loss') in a 32-year-old female patient who had essure (batch no. 17897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included abdominal pain, hyperthyroidism, morbid obesity, pelvic discomfort, pelvic pain, vision blurred, dizziness and vaginal bleeding. She denies history of sexually transmitted infections. Concurrent conditions included high cholesterol since 2017, blood pressure high since 2014 and thyroid disorder since 2002. Concomitant products included hydrochlorothiazide since 2014, levothyroxine sodium (synthroid) since 2002 and pravastatin sodium (pravatin) since 2017. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain: lower abdominal"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). In 2017, the patient experienced vision blurred ("blurry"). In 2018, the patient experienced skin exfoliation ("skin peeling around the bottom of stomach and pelvic area"). On an unknown date, the patient experienced blindness (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, menorrhagia, vaginal haemorrhage, skin exfoliation and alopecia was resolving and the blindness, weight increased and vision blurred outcome was unknown. The reporter considered abdominal pain lower, alopecia, blindness, dyspareunia, menorrhagia, pelvic pain, skin exfoliation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.379 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : previously reported event ¿injury to herself¿ was updated to pain: pelvic area. New events added - ¿abnormal bleeding (vaginal, menorrhagia), skin peeling around the bottom of stomach and pelvic area, dyspareunia (painful sexual intercourse), vision loss, weight gain, pain: lower abdominal, hair loss, blurry vision and she did not undergone essure confirmation test¿. Reporter, demographics; historical/ concurrent condition, essure lot number, essure indication (amended), essure insertion date (updated)/removal date, concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pain :pelvic area / chronic') and blindness ('vision loss') in a 32-year-old female patient who had essure (batch no. 17897- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included abdominal pain, hyperthyroidism, morbid obesity, pelvic discomfort, pelvic pain, vision blurred, dizziness and vaginal bleeding. She denies history of sexually transmitted infections. Concurrent conditions included high cholesterol since 2017, blood pressure high since 2014 and thyroid disorder since 2002. Concomitant products included hydrochlorothiazide since 2014, levothyroxine sodium (synthroid) since 2002 and pravastatin sodium (pravatin) since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain: lower abdominal"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). In 2017, the patient experienced vision blurred ("blurry"). In 2018, the patient experienced skin exfoliation ("skin peeling around the bottom of stomach and pelvic area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and hypersensitivity ("allergy nos"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, blindness, weight increased, vision blurred, female sexual dysfunction, psychological trauma and vaginal discharge outcome was unknown, the pelvic pain, menorrhagia, alopecia, dysmenorrhoea, abdominal pain, back pain, fatigue, gastrointestinal disorder, headache and hypersensitivity had resolved and the abdominal pain lower, dyspareunia, vaginal haemorrhage and skin exfoliation was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, blindness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, skin exfoliation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.379 kgs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Events dysmenorrhea (cramping), apareunia, abdominal pain, back pain, psych injury, fallopian tube perforation, vaginal discharge, fatigue, gi conditions, hair loss, headaches and allergy nos added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.